Event description:
It was reported that the patient experienced a ventricular tachycardia. Atp and hv shock did not convert the rhythm. The physician scheduled the patient for a dft test. The patients clinical condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.